Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 270 laser fiber was used for a laser dusting procedure in the kidney performed on (B)(6) 2019. Reportedly, an auriga 50w console was used with laser settings of 800 frequency and 5 watts. According to the complainant, during the procedure, a burst was heard from the laser fiber when the doctor stepped on the pedal and it was noticed that the connector was damaged. A photo was received from the complainant showing a break in the fiber jacketing near the connector. The procedure was competed with another lighttrail reusable 270 laser fiber. There were no patient complications reported as a result of this procedure.

Event description:
It was reported to boston scientific corporation on january 28, 2019 that a light trail reusable 270 laser fiber was used for a laser dusting procedure in the kidney performed on (B)(6) 2019. Reportedly, an auriga 50w console was used with laser settings of 800 frequency and 5 watts. According to the complainant, during the procedure, a burst was heard from the laser fiber when the doctor stepped on the pedal and it was noticed that the connector was damaged. A photo was received from the complainant showing a break in the fiber jacketing near the connector. The procedure was competed with another light trail reusable 270 laser fiber. There were no patient complications reported as a result of this procedure.

Manufacturer narrative:
(B)(4). Investigation results: the lighttrail 270um reusable laser fiber has not been returned to date for analysis, however a photo was obtain through good faith effort and it does show damage to the jacketing. Based on the photo it was unclear if the damage extends to the glass fiber below the jacketing. It is not possible to confirm the reported allegation of "fiber break" based on this evidence alone and without the device returned. Based on all gathered evidence, and without being able to review the device there is not enough information available to determine the cause of the reported failure. Review and analysis of all available information indicated that the root cause is cause not established. A complaint with a cause of cause not established indicates that the investigations findings did not lead to a clear conclusion about the cause of the adverse event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis identified that the fiber was received in one piece and a hole was observed on the fiber jacket near the connector. Microscopic analysis of the returned fiber identified that the fiber tip was degraded. The complaint was not confirmed. However, analysis did find that there was no light exiting the connector face, indicative of a fracture within the fiber connector. A fiber break can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was used ninth times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat when the doctor stepped on the pedal leading to burst and the hole on the fiber jacket. The IFU states, in the event of no output energy fiber connector may be hot to touch. Therefore, the cause code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, a burst was heard from the laser fiber when the doctor stepped on the pedal, and it was noticed that the connector was damaged. The procedure was competed with another fiber and no patient complications were reported.